Event description:
I had a biliteral tmj joint replacement with tmj concepts in 2002, they were removed in 2015. After the joint replacement, I needed a couple of revision surgeries because the screws loosened and my jaw was over the one side. Shortly after the surgery, I became unable to work. I developed joint and muscle pain all over my body. I started seeing hair loss about a year or two after the surgery. I then lost all my hair on my entire body. I was told it was autoimmune alopecia universalis. I had contact dermatitis on my face, neck, back and chest. I had eczema on the incision sites and other places on my body. I developed splitting peeling fingernails. I was told I had an immune deficiency at some point after receiving the joints. I had hashimoto's thyroiditis prior to the implants; however, it progressively got worse as my dose of synthroid went from 88 mcg to 175 mcg. My pain was bad requiring opiate medications, but it also got worse over the years. I had pain in the area where the condyle and the fossa was placed. I have recently been told I have developed osteoarthritis in other areas of my body. This year I started having low grade fevers. My opening decreased and my function decreased. I developed numbness on my face for no apparent reason and I had increased electric shock and burning sensations. I also developed loud ringing in my ears, and hearing loss. I started having symptoms of vertigo that I was told is permanent. I also developed increased asthma symptoms which required 4 asthma medications. Prior to the asthma worsening I was only using a residue inhaler 1-2 times per month. After the joints were removed, I stopped having severe pain in my joint area. My energy level has increased. My synthroid dose has now dropped to 112 mcg and the doctor even told me that I no longer have hashimoto's thyroiditis; I am no longer making anti-thyroid antibodies. I also had to get braces to hold my bite after the surgery. I am having an allergic which did not form until after having the joints. I feel like I was slowly being poisoned. I am now left in a position where there are no good options because I am allergic/sensitive to the metals. I am having significant sleep apnea problems due to my lack of bone in my jaw.